Manufacturer narrative:
A steris service technician arrived onsite to inspect the system 1e processor and was able to recreate the reported event. Upon inspection, the technician found that the gas spring cylinder of the lid required replacement. The system 1e processor is not under steris service agreement; the user facility is responsible for all maintenance activities. The system 1e operator manual states (1-2), "regularly scheduled preventive maintenance is required for safe and reliable operation of this equipment. Contact steris customer service to schedule preventive maintenance." The system 1e processor was installed in 2012 making it approximately 9 years old at the time of the reported event. The technician replaced the gas spring cylinder, tested it, confirmed it was operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that their system 1e processor's lid came down and contacted and employee's arm. No report of injury. No medical treatment was sought or administered.